Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced power switching with a controller. The patient reported "several times the power gauge led on the controller, very often even both gauges were dark and the controller alarmed for no power". The batteries were changed to try to resolve the issue. Exchanging the controller resolved the event. There were no reported consequences or impact to the patient, the "patient went back home in good condition". No additional information was provided. Investigation is ongoing.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis showed multiple premature battery switching events and a vad stopped alarm in the days surrounding the reported event. No problem with the controller could be confirmed in bench testing. The vad stopped alarm is likely attributed to disconnection of the controller from the driveline. The probable cause for the premature battery switching events is controller communication error with the battery; the manufacturer has opened internal investigations to evaluate these types of issues. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.